Event description:
Device - patella resection guide shim, manufacture - medacta problem - device has been altered from original sate. Another manufactures name (depuy/synthes) and identification markers have been buffed off and tried to be passed on as medacta surgical instruments. Under low light some original manufactures marks are very slightly present. Depuy/synthes IFU (form (non-ppe) / 103509580 / rev. 2 / ref: w-d-s072) states: synthes instruments should be inspected after processing, prior to sterilization, for: cleanliness, damage, including but not limited to, corrosion (rust, pitting), discoloration, excessive scratches, flaking, cracks and wear; proper function, including but not limited to, sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/box locks and moveable features such as handles, ratcheting and couplings, and missing or removed (buffed off) part numbers; improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and worn devices should not be used. Disassembled devices should be reassembled prior to sterilization unless otherwise noted. Pictures attached are of the altered device and one that has not been altered.